Event description:
During the index procedure,the lesion which was to be treated in the mid lcx was direct stented with a 2.75 x 18 mm endeavor resolute rx drug-eluting stent and the lesion to be treated in the mid lad was pre-dilated and a 3.5 x 12 mm endeavor sprint rx drug-eluting stent was implanted. There was no residual stenosis and no complications. It was reported that an mi occurred approximately two days post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. The patient was discharged 5 days post index procedure. At 30 day, 6 month and 1 year follow-up the patient had not experienced angina since last study contact.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).